Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message and an issue with the loading process. Reportedly, the customer removed the pump on (B)(6) 2016, and started using manual injections. The customer confirmed that the pump would be charged, and the customer would call back to perform troubleshooting and so that the pump history can be reviewed for any alerts or alarms by tandem technical support. Although requested, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.